Manufacturer narrative:
Additional information was received that the lead was fractured after the lead pull. (B)(4) device evaluation indicated that the complaint has been confirmed. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. The breaks cannot be attributed to the quality of the welding. The ablated multilumen was stretched. It takes at least a couple pounds of tension to cause this type of damage. The insulation of some of the cables had been stripped. If the weld was severed, the insulation wouldn¿t be stripped away. Scraping the insulation away requires exposure to sufficient force. All of the available evidence indicates that the lead was subject to an excessive tensile load. The morphology also matches the appearance of other leads that were known to break under excessive tensile loading.

Event description:
A report was received that the patient underwent a lead pull and the physician noted that the lead was fractured. It was unknown if the device was damaged during or prior to the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient underwent a lead pull and the physician noted that the lead was fractured. It was unknown if the device was damaged during or prior to the procedure.